Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was noted to have a disassembled electrode. A backup instrument of the same kind was used. No fragment fell into the patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument is dissembled.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not contact customer service to create an RMA for the instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the instrument dissembled. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.